Event description:
A malfunction on the pump was reported by the caller. The customer's blood glucose level did not exceed 500 mg/dl, indicating a normal range. The customer received instructions from technical support to reset the pump, which effectively resolved the issue, and the customer was advised to continue using the pump and to contact support again if any issues reoccurred.